Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's voluntary event report from the FDA which states, "medication overdose - alaris interoperability argatroban infused as a bolus rate (999ml/hr) and went un-noticed until the IV pump alarmed that the medication bag was empty. A (B)(6) female with history of severe as, caseating mac. S/p bioprosthetic avr, mvr, septal myomectomy, debridement of his mitral annular calcification (B)(6) 2017. Anemia, thrombocytopenia on last admission. Patient admitted with weakness and leg pain on (B)(6) 2017, 1515. Pt receiving argatroban for dvt. Admission blood cultures positive and the plan was to stop argatroban in order to change lines in ir. Within the hour, the patient required a saline fluid bolus. The patient was decompensating and multiple staff members were in the room to assist. In the process of multiple tasking to urgently stabilize the patient and administering a fluid bolus, it is speculated that during the scanning process, the correct patient and saline infusion were scanned, but the wrong pump module barcode was scanned. The wrong module contained the stopped and disassociated argatroban. The orders for saline were transmitted to the pump, accepted and the argatroban infused at the intended rate for saline - 999/hr. Pt transferred to ICU as planned for sepsis. There was a delay in changing the lines due to coagulopathy. Ir changed lines on (B)(6),1818. The patient ultimately died (B)(6). Reaching across the bed with the tethered scanner is difficult and may have caused the wrong bar code to be picked up by the scanner. The channels were side by side (since multiple lines were infusing). Since the argatroban line was not clamped, it infused at the bolus rate. Medication overdose - alaris interoperability argatroban infused at a bolus rate (999ml/hr) and went un-noticed until the IV pump alarmed that the medication bag was empty."